Manufacturer narrative:
Investigation conclusion: investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reports receiving two false negative results on themselves and one false negative result for their mother when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative result for the customer's mother. See case(B)(4) for alternate false negative results. Customer reports mother received a false negative result on an unspecified date when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Customer's mother tested positive with a confirmatory pcr. No further information provided regarding this suspected false negative result.